Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the pit button remained red. - the sim card was activated, as several connections were performed. Analysis of extracted expertise files revealed an error is present confirming the device could not connect. The root cause could not be determined with certainty, it most probably resulted from an issue at the level of the modem, preventing correct communication with the network. - this case is recorded for trending purposes.

Event description:
Reportedly, the transmitter remains in a fixed red heart button. No possibility of manipulation. This case was observed at the patient's home and in our offices.

Event description:
Reportedly, the transmitter remains in a fixed red heart button. No possibility of manipulation. This case was observed at the patient's home and in our offices.

Manufacturer narrative:
Correction of the fu1 : g3. Date received by manufacturer corrected to 29 march 2024.

Event description:
Reportedly, the transmitter remains in a fixed red heart button. No possibility of manipulation. This case was observed at the patient's home and in our offices.

Manufacturer narrative:
Device analysis confirmed the issue. At reception, the home monitor cannot connect to the network.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the transmitter remains in a fixed red heart button. No possibility of manipulation. This case was observed at the patient's home and in our offices.